Event description:
It was reported the device was used during a breast biopsy. It was reported dr. Placed the clip device into the probe and fired it using the correct technique. After removing the clip device from the probe, he noticed the silver collar was missing from the stylet. The silver collar was never retrieved from the breast. Upon taking add'l stereotactic views, the collar could be seen in the breast. The probe was removed from the breast with the clip and the collar still in the breast.